Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set fell off events in between (B)(6) 2024. The infusion set was in use for about a day and a half for the first one, the second one was only a few minutes, and for the third for almost two days. The glucose level was in between 100-200 mg/dl for first two. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).